Event description:
Severe pain; in (B)(6) 2020, I had a nevro hf10 senza 2 spinal cord stimulator implanted. I have had an incredibly difficult time trying to get ahold of anybody working there in the technical capacity to help reprogram it. I have had to cancel mris where the rep failed to show up to program it and do impedance checks, over seven times. So I am paying co-pays on visits to medical procedures where I am having to cancel them or they are canceling me due to the inability of the technicians to show up. The device controller and charger quit working and I had to wait in excess of two weeks to get a new one. Maybe it was longer maybe even a month. All the while being ignored by their customer service and patient service representatives in the area I'm in. They say they're hiring new people in the area, but after talking to the hiring manager for this region well over three months ago, I have not seen a new person come into it, and they are desperately needed an central arkansas. The spinal cord stimulator's are being pushed more and more and more on people and they are not appropriate for everybody, yet they are being treated as "a gold standard" for any kind of pain. They just got approved for diabetic peripheral neuropathy. I fear for the millions of patients to get these and they cannot get any help from the company who only cares about selling, selling, selling; not about the post install post surgery treatment and tweaking for patients. No I am a computer guy and I could tweak the programs myself yeah we are not allowed to. It is proprietary software they will not give us patients. They will not give it to the doctors offices, they don't even have spare chargers to leave with doctors in case of patient's equipment breaks and has to be replaced coming from (B)(6). Now they have spent most of their time after getting the approval from the FDA re-branding as hfx. They have wasted their time re-branding their product instead of treating the patients they have already installed these in of which there are 70,000 worldwide. I urged the FDA to investigate these claims and contact me as well as contact nevro and give them the option to stop selling their devices in the united states or to forget about their profit margin's and start hiring enough patient care representatives and clinical representatives to be able to adequately tweak the patients when needed. I have text messages to the main person in (B)(6) that are weeks and weeks and weeks old with no response from her. I find this completely unacceptable, and my doctors office cannot force them to call me back and the only thing I can do at this point after complaining to certain higher-ups of the company is to complain to the FDA. I am left in pain after getting this thing installed in my body that cost hundreds of thousands of dollars and took a year to recover from the surgery, and now I find myself still in pain with a device that I cannot get serviced because the reps are overburdened or lazy. I urge the FDA to do a full review of all of nevro's patient contacts and the time it takes to respond to them as well as meet with them and reprogram their devices. I urge the FDA to pull the license of nevro for the hfx devices, I urge the FDA to disallow the future installation or sale of any of these devices in a patient's body until adequate staffing has been met. Patient care after the installation of a device like this is far more important than patient care before hand, because we're not talking about a drug that can be discontinued. We're talking about a permanently installed medical device that goes inside of the epidural space in a person's spinal cord that cannot be simply taken out and replaced with something else. FDA safety report ID# (B)(4).